Event description:
Customer was hospitalized for low bgs. It was stated the customer fell out of a chair while working at the computer in their home. The customer called 911. The customer was disconnected from the pump and bgs were treated with IV glucose. Troubleshooting was performed. The pump tested ok. The programming was correct and the histories were accurate. A replacement pump was requested.